Event description:
It was reported that doctor was not satisfied with the sharpness of all bone pins. And has had patient complications because of dull bone pins that create cracks in the bone cortex (previously reported). Case was completed with back-up devices.

Manufacturer narrative:
H2: whenever a dull bone pin has been found, a replacement has been historically used to perform the surgery. A second instrument set is always available for use during navio cases. This malfunction has not caused or contributed, in the past, to a death or serious injury, nor has it been required a medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. This malfunction is unlikely to cause any death or serious injury if it were to recur, either. Therefore, this event is considered non-reportable pursuant to 21 c.f.r.